Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one hour into patient treatment with one (1) unit of polyflux 140h, an external fluid leak aws observed. The dialyzer was reported to have a crack (not further specified). There was patient involvement, however there was no injury or medical intervention associated with this reported event. No additional information was received.